Event description:
User reports three discrepant pt results for urine blood and glucose. Patient 1, tested 2008, initial glucose results, negative; repeat visual result 4+. If additional info is received, appropriate notification will be provided.

Event description:
User reports three discrepant pt results for urine blood and glucose. Patient 2, tested 2008, initial glucose result, negative; repeat visual result 4+. If additional info is received, appropriate notification will be provided.

Event description:
User reports three discrepant pt results for urine blood and glucose. Patient 3, tested 2008, initial blood result, negative; repeat microscopic result 4+ red blood cells. Initial results were not reported. If additional info is received, appropriate notification will be provided.